Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that during the replacement procedure, the left ventricular (lv) lead was damaged during cautery resulting in high impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.